Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during an exchange the device alarmed an alarm of the fio2 sensor. The patient who was just connected required resuscitative efforts. The patient recovered. No further consequences were reported.